Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited the cable immersed in water, the main body scratched (lens), the image sensor immersed in water, and the cable kinked. There was no patient involvement.